Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed tip of the trocar was broken off the device. As stated on the depuy synthes "important information" with cleaning and sterilization instructions the following is stated: synthes instruments should be inspected after processing, prior to sterilization, for end of life indicators such as: damage, including but not limited to corrosion (e.g. Rust, pitting), discoloration, excessive scratches, flaking, cracks and wear. Proper function, including but not limited to sharpness of cutting tools, bending of flexible devices, movement of hinges/joints/ box locks and moveable features such as handles, ratcheting and couplings. Damaged or worn devices should not be used. Based on the available evidence, a definitive root cause could not be determined. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the trocar f/nails ø8-11 long would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that trocar f/nails ø8-11 long was involved in a reported event during a trauma procedure. The surgeon initially attempted a supra patellar approach, which proved difficult, and switched to an infra patellar approach. Unbeknownst to the surgeon, the tip of the trocar broke off during the initial attempt and remained in the patient's knee. The procedure was completed, but months later, the patient experienced knee pain, prompting a second operation to remove the broken tip. The event resulted in a 30-minute surgical delay and required a corrective invasive procedure.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.